Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) ((B)(4)), the valve was properly loaded, advanced over the guidewire and positioned in the conduit. As the balloon was inflated to expand the valve, the distal aspect of the balloon filled prior to the proximal aspect of the balloon. The balloon was fully inflated and successfully expanded the valve. A pulmonary artery angiogram and pulmonary pressure was recorded. It was noted that part of the valve tissue had avulsed causing a prolapse. A snare was used to grasp the avulsed valve tissue and to reposition the valve into the preexisting conduit. A right ventricle (rv) angiogram was performed to confirm the valve location. A stent was then implanted to push the avulsed tissue against the wall of the conduit. A second tpbv was implanted with no issue. An angiogram confirmed no evidence of free avulsed valve tissue. No additional adverse patient effects were reported.